Event description:
It was reported that during a sigmoid colectomy procedure, the device only closed so far, and then the dial was spinning freely. The anvil would not attach correctly to the device. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device has not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that as stated on the IFU, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." Also, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer, in addition, the IFU states that: "caution: do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly." The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape, in addition the device opened and closed without any difficulties. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.